Event description:
A product liability claim was raised. It was reported that the patient was implanted a durum us acetabular component 56/50 p on the left side on (B)(6) 2007. Revision surgery is being planned due to pain. Currently, the patient is waiting on release from prison prior to having his revision surgery.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents of review, as the patient is currently being monitored and has not been revised to date. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause for this specific event cannot be ascertained from the info provided, as the patient has not been revised. The common clinical presentation and the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should add'l info become available and/or the device(s) be returned for eval an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).